Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("auto-immune reaction") in a 37-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2005, the patient experienced weight increased ("weight gain"). On (B)(6) 2005, 3 months 5 days after insertion of essure (ess205), the patient experienced leiomyoma ("leiomyoma"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced urinary tract infection ("infection type: uti"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2008, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - abdominal incision). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, autoimmune disorder, migraine, urinary tract infection, urinary incontinence, tooth disorder, dysmenorrhoea, dyspareunia, leiomyoma, vaginal discharge, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, migraine, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Approximate weight at the time of essure placement 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, events- abnormal bleeding (vaginal), menorrhagia, infection type: uti, urinary incontinence, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), leiomyoma, vaginal discharge, fatigue, weight gain, back pain, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("auto-immune reaction") in a 37-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included methadone since 2008 and para-seltzer (excedrin) since 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. In october 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In november 2005, the patient experienced weight increased ("weight gain"). On (B)(6) 2005, 3 months 5 days after insertion of essure (ess205), the patient experienced leiomyoma ("leiomyoma"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced migraine ("migraines"), urinary tract infection ("infection type: uti") and headache ("headaches"). In january 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2008, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems- mental anguish") and depression ("psychological or psychiatric problems- depression"). In october 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - abdominal incision). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the autoimmune disorder, migraine, urinary tract infection, urinary incontinence, tooth disorder, dysmenorrhoea, dyspareunia, leiomyoma, vaginal discharge, fatigue, weight increased, nausea, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Approximate weight at the time of essure placement 125 lbs. She was not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet was received. Events added from pfs- nausea, headaches, depression, mental anguish, she did not undergo confirmation test. Concomitant drug were added. Reporter information, events onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("auto-immune reaction") in a 37-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2005, the patient experienced weight increased ("weight gain"). On (B)(6) 2005, 3 months 5 days after insertion of essure (ess205), the patient experienced leiomyoma ("leiomyoma"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced urinary tract infection ("infection type: uti"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2008, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - abdominal incision). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the autoimmune disorder, migraine, urinary tract infection, urinary incontinence, tooth disorder, dysmenorrhoea, dyspareunia, leiomyoma, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, migraine, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Approximate weight at the time of essure placement 125 lbs. She was not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical compliant update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("auto-immune reaction") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (hysterectomy ). Essure (ess205) was removed. At the time of the report, the pelvic pain, autoimmune disorder and migraine outcome was unknown. The reporter considered autoimmune disorder, migraine and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 37-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included headache, chronic back pain, cephalgia, neck strain, lumbar strain, thoracic back pain, flank pain, fever, chills, nausea, vomiting, weakness, pyelonephritis, uti, dehydration, decreased appetite, stress urinary incontinence, perineal pain, shortness of breath, uterine mass, uterine enlargement, paratubal cyst, leiomyoma of uterus, unspecified and anxiety. Concurrent conditions included body mass index normal. Concomitant products included caffeine;paracetamol (excedrin) since 2008 and methadone since 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2005, the patient was found to have weight increased ("weight gain"). On (B)(6) 2005, the patient was found to have leiomyoma ("leiomyoma"), 3 months 5 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced migraine ("migraines"), urinary tract infection ("infection type: uti") and headache ("headaches"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes- urinary incontinence"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems- mental anguish") and depression ("psychological or psychiatric problems- depression"). In (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced autoimmune disorder ("auto-immune reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - abdominal incision). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and abdominal pain had resolved and the autoimmune disorder, migraine, tooth disorder, leiomyoma, fatigue, weight increased, nausea, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, leiomyoma, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Approximate weight at the time of essure placement 125 lbs. She was not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter information, and patient medical history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 37-year-old female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included headache, chronic back pain, cephalgia, neck strain, lumbar strain, back strain, flank pain, fever, chills, nausea, vomiting, weakness, pyelonephritis, uti, dehydration, decreased appetite, stress urinary incontinence, perineal pain, shortness of breath, uterine mass, uterine enlargement, paratubal cyst, leiomyoma of uterus, unspecified and anxiety. Concurrent conditions included body mass index normal. Concomitant products included caffeine;paracetamol (excedrin) since 2008 and methadone since 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2005, the patient was found to have weight increased ("weight gain"). On (B)(6) 2005, the patient was found to have leiomyoma ("leiomyoma"), 3 months 5 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced migraine ("migraines"), urinary tract infection ("infection type: uti") and headache ("headaches"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes- urinary incontinence"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems- mental anguish") and depression ("psychological or psychiatric problems- depression"). In (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced autoimmune disorder ("auto-immune reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - abdominal incision). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and abdominal pain had resolved and the autoimmune disorder, migraine, tooth disorder, leiomyoma, fatigue, weight increased, nausea, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, leiomyoma, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Approximate weight at the time of essure placement 125 lbs. She was not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) female patient who had essure (ess205) (batch no. 12279890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included caffeine;paracetamol (excedrin) since 2008 and methadone since 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2005, the patient was found to have weight increased ("weight gain"). On (B)(6) 2005, the patient was found to have leiomyoma ("leiomyoma"), 3 months 5 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced migraine ("migraines"), urinary tract infection ("infection type: uti") and headache ("headaches"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes- urinary incontinence"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems- mental anguish") and depression ("psychological or psychiatric problems- depression"). In (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced autoimmune disorder ("auto-immune reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - abdominal incision). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and abdominal pain had resolved and the autoimmune disorder, migraine, tooth disorder, leiomyoma, fatigue, weight increased, nausea, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, leiomyoma, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) . Approximate weight at the time of essure placement (B)(6) . She was not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : outcome of the events pertaining to pain, bladder and urinary problems was updated to recovered/resolved. Seriousness of the event autoimmune disorder downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.